Manufacturer narrative:
B3: exact date unknown, used the event notification date.

Event description:
It was reported an implant migration, leak, and a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device remained in its implanted position. At an unknown date, the patient presented to the hospital with evidence of having a stroke. Computed tomography (CT) and transesophageal echocardiogram (tee) imaging revealed that the closure device appeared to have migrated from its original implanted location and a leak was now visible under the closure device skirt on the mitral side. The patient reported having a fall after the 45-day routine follow up appointment. In the physician's opinion, the fall may have caused the closure device shift. The physicians plan to leave the closure device in place and place the patient on a chronic low dose oral anticoagulant (oac) medication regimen. The stroke symptoms were reported to be mild and there are no lingering effects. The patient was discharged home.